Event description:
It was reported that the patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on 07 february 2024 where the ipg was explanted and replaced. The new ipg was implanted into a new pocket site to address the issue. Patient had been administered with a round of oral antibiotics and infection seems to be better. Effective therapy restored post op.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Correction: section h6- the health effect - impact code should have been 4629 - device revision or replacement, 4613 - minor injury/ illness / impairment, and 4645 - prophylactic treatment rather than 4629 - device revision or replacement and 4613 - minor injury/ illness / impairment only. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.